Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ise sodium electrode (na) on a cobas pro ise analytical unit. The initial result was 156 mmol/l. The physician questioned this result, and the sample was repeated. The repeat result from a different analyzer was 140 mmol/l. This result was believed to be correct.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. Qc was acceptable. There is no indication of a reagent performance issue. The field service engineer (fse) found that liquid was being left in the dilution vessel. The fse replaced the vacuum nozzle. A 50-cup precision, calibration, and qc passed. The service actions resolved the issue.